Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. When omsc inserted the probe into the handle, the silicon rubber inside the tip of the handle partially came out. The manufacturing record was reviewed and found no irregularities. Based on the similar cases in the past, omsc presumes that the silicon rubber inside the tip of the handle was damaged and fell off due to a physical load during the cleaning of the handle or insertion of the probe. The instruction manual of the device has already warned as follows; prior to closing the surgical incision, confirm that no part of this device, such as the probe, is missing or broken off. If a piece of the device is missing, check whether or not it has fallen into the patient. If the piece of the device is found in the patient body, remove it by appropriate technique.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the foreign object fell off from the tip of the subject device. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the foreign object.